Manufacturer narrative:
The device was returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center power was glitching. The issue was found during preparation before use inspection. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. The customer's allegation was confirmed. Based on the results of the investigation, it is likely that power did not turn on due to faulty power supply unit. Olympus will continue to monitor field performance for this device.